Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review and sterile lot review were conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported that a physician performed a novasure endometrial ablation (procedure date unk). On (B)(6) 2013, post novasure procedure, the patient was admitted to the hospital with "abdominal pain and peritonitis". A laparoscopy was performed which revealed "an abdominal cavity with free pus surrounding the uterus and fallopian tube." The patient's bowel was examined and there was "no evidence of bowel injury or burn." The patient's peritoneal cavity was washed out and she was treated in the hospital for five days with intervenous (IV) antibiotics. "The patient was discharged home [exact date unk] and is now well." The suspected cause of peritonitis was due to undiagnosed pelvic inflammatory disease.